Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same as onset, the patient began treatment with intraperitoneal injection of vancomycin (2 gm, once in five days, duration not reported) for peritonitis as an antibiotic therapy. At the time of this report the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Twelve days after the onset, the patient was recovered from the event of peritonitis and their fluid was clear. Two days later, the patient stopped taking injection vancomycin as antibiotic therapy. Should additional relevant information become available, a supplemental report will be submitted.